Event description:
It was reported that during a superficial femoral artery stenting treatment procedure, the hydrophilic guide wire was sticking on an unspecified catheter. The physician withdrew the zipwire hydrophilic guide wire and the stent delivery system as a unit. The procedure was successfully completed with an unspecified device. No patient complications or injuries were reported. Patient status is noted as "fine." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.